Event description:
(B)(4). Chronic back, pelvic, joint, and hip pain; chemical, food, and metal sensitivity; anxiety, depression, mood changes, memory loss, and suicidal thoughts; unexplained bruising; uti's, acne, excessive sweating, and hair loss; abdominal and muscle spasms; severe migraines, dizzy spells, and black out spells; dyspareunia, metrorrhagia, bleeding after intercourse, painful ovulation, sexual dysfunction and loss of libido; nausea, vomiting, and severe acid reflux; unexplained fevers, anemia, insomnia, chronic fatigue, and metallic taste severe weight loss.